Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-13558. Related manufacturer reference number: 2017865-2019-13559. It was reported that the patient had developed an infection and was experiencing fevers of unknown origin. The pacemaker, right ventricular lead, and atrial lead were explanted. Vegetation was noted on both leads. Physician is unsure of cause of infection, but elected to remove the system and treat patient with antibiotics. Patient was stable post procedure.